Manufacturer narrative:
.

Event description:
It was reported that the pt presented to clinic for the first refill, since the pump was implanted and the entire 40 mls of drug were aspirated; the pt reported no therapeutic efficacy since implant. The previous pump was replaced due to end of life. During surgery, it was noted that the catheter connector was damaged, so the catheter was replaced as well. The pt has had several dose increases at the clinic. The dose of lioresal 500 mcg/ml is 138 mcg/day. No alarms have been noted audibly or in the event logs. The catheter was evaluated; results were not reported. Further pump troubleshooting is planned. A follow-up report will be sent if add'l info becomes available to us.